Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis was not reported. No further information was provided regarding if the patient was hospitalized for the peritonitis. At the time of this report, the patient was no longer performing pd therapy. No additional information is available.